Manufacturer narrative:
The probable cause of error c-34 is attributed to a failure of the hf generator pcb, which was identified when device returned to the OEM. This error can be resolved by replacing the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on golden system and was run in normal mode. The c-34 errors were reproduced. During visual inspection, the iesu has no significant scratches or dents. The front bezel is in decent condition.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, an error c-34 occurred on the erbe generator when the customer connected an instrument to it. The customer power cycled the erbe but the issue persisted. The customer then replaced it with a third-party generator to continue the case. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the system had initially powered on with errors c-34 and c-00. The customer confirmed that the procedure was completed with the third-party generator as reported.